Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during abdominoperineal proctectomy, the surgeon could not fire the device, and the knife did not return. Another device was used to complete the case. There was no patient injury.